Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(6) could no longer establish communication between the ipg and charging system since (B)(6) 2013 (exact date unknown). It was noted the patient first experienced intermittent communication between the ipg and charging system, but eventually could not charge at all. Two additional charging systems were tried to no avail. The physician elected to explant and replace the ipg which resolved the reported issue. Post-operatively the patient was able to charge the ipg and effective stimulation was restored.